Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign material which adhered in the air/water nozzle was not sufficiently removed, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be further presumed since details of handling information was unavailable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the nozzle was found to be clogged with foreign material; as a result, the air and water supply volumes (and water removal ability) did not meet the standard values. Additional evaluation findings were as follows: due to damage on the up/down knob, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of standard value; the adhesive on the bending section cover had a chip and was cracked, switch button three (3) had a scratch, switch buttons one (1) and four (4) had wear, the image guide protector had a scratch, the scope connector had a dent, and the plastic distal end cover had a scratch. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an air/water flow issue while using the evis lucera elite colonovideoscope. There was no patient harm associated with the event. The device was returned and evaluated, and the nozzle was found to be clogged with foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.